Event description:
Customer reported 12 discrepant samples from a sars-cov-2 tma run done on the panther instrument sn (B)(4). The samples were initially positive but did not repeat when retested. Customer did not specify which worklists or sample ids should be reviewed. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and confirmed a high positivity rate for the run in question with (B)(4) samples tested. Customer had repeated the run due to a suspected contamination and found that only two of the positive samples had repeated on a run from a fresh kit. Ts discussed with customer the discordant results could be due to touchpoint or cross-contamination. Ts advised customer to perform monthly maintenance and clean the sample shield. Customer understood and confirmed a subsequent run showed the positivity rate was back in the expected range. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.